Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was confirmed; per the complaint information. The cause of the se 2240 is due to air being sucked into the disposable due to a loose connection between the supply bag and the line. The home patient (hp) stated that the bag became disconnected because they did not tighten the luer locks very well. The label review found the patient at home guide to be adequate for the use error in this incident. Patients are instructed to check all disposable set connections for a secure fit before beginning therapy. Instructions related to the reported problem are contained in the product labeling. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Event description:
During assistance with troubleshooting on the home choice (hc), the customer revealed the solution bags became disconnected from the cassette during use. The technical service representative (tsr) advised them to start over with new supplies. During follow-up the home patient (hp) was asked about the reported problem. The hp clarified that when the bags became disconnected, they received a system error 2240. The hp stated this disconnection occurred because they did not tighten the connections well enough. They stated they started over as instructed by the technical service representative (tsr). They stated therapy has been going well. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.